Event description:
During the implant procedure, while using the medtronic tunneling tool, the patient experienced bleeding during tunneling. The surgeon applied pressure and cauterized the identified location to stop the bleeding. This resolved the issue.